Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was selected for use; however, the balloon snapped. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was tightly folded with blood on the device and in the wire lumen. The tip, balloon, inner/outer shaft and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube that was located 44cm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the hypotube were oval, as if kinked prior to separation. The blood on the outside of the device and the blood in the wire lumen, indicate that the device was used in the anatomy. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was selected for use; however, the balloon snapped. No patient complications were reported.